Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is expanding. The patient reported that the charging port of the pdm had a piece of metal sticking out of it that looked burnt. The patient also reported that the pdm is losing a battery charge quicker than expected.